Event description:
Pump malfunctioning nondisposable cassette pump won't run. Unable to troubleshoot. Sending replacement pump for (B)(4). Dates of use: from first ship (B)(6) 2016 to continuing. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. If yes, was any medical intervention provided? Please explain. Is the actual device is available to be returned for investigation? Pharmacy will send return box to pt.